Event description:
This procedure was performed on sfa: the protege everflex stent was deployed and the delivery system was removed. During post deployment angio, the distal tip of the delivery system was found still inside the deployed stent with both markers. They were snared and brought up to the distal end of the 6f sheath, and a cutdown was done to successfully remove the tip.

Manufacturer narrative:
A review of the device history record for this device did not reveal any discrepancies relevant to this reported event.